Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. She changed the infusion set and treated with the insulin pump, then hit the set on something and had to push it back in. The blood glucose reading was 400 mg/dl. She experienced symptoms of nausea, vomiting, abdominal pain and difficulty breathing. The customer treated with manual injection. The drive support cap appeared normal and recessed. Insulin exited at with a manual prime and no air bubbles or leaks were observed. The insulin was clear and the insertion site was not sore or irritated. The infusion set was removed and the cannula was bent. The time and date were correct and the bolus wizard and basal rate settings programmed accurately. The bolus history displayed all entries based on the customer's recollection. She was advised to change the set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned for analysis.